Event description:
It was reported that the customer was experiencing high blood glucose levels and stated that his insulin pump was not working. The customer's blood glucose was 400 mg/dl. Troubleshooting was done for high blood glucose was done. The customer expressed no symptoms of his high blood glucose. The customer stated that he treated himself with manual injections. Upon checking the alarm history of the insulin pump, the customer found the no delivery alarm, the external ram crc error alarm and the unexpected restart alarm. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and treat per healthcare provider's instructions. Troubleshooting was done for the alarms. Explained alarms and possible causes. Troubleshooting for the no delivery alarm was not done due to the issue being a past event. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.